Event description:
It was reported that the patient underwent magnetic resonance imaging (MRI) and the neurosurgeon reported there was edema around the right lead. The patient was treated with antibiotics.